Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Two days post-procedure, the patient presented with a pericardial effusion. A pericardiocentesis was performed and the patient was reported to be stable. No additional information is known at this time.